Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that she had just gotten home from a hospital at an unspecified time that afternoon and was having problems with elevated blood glucose (bg) levels. The patient indicated that she had changed her sites 3 times but her bg's were still high. At 3:36 pm, the patient claimed that her bg level was "556 mg/dl," and an hour later "596 mg/dl." At that time, the patient indicated that she changed her site. At 11:00 am, the patient reportedly took 7 units of lantus for an original high bg level of "577 mg/dl." It is unknown what date/time the result of "577 mg/dl" was actually obtained. The patient was unsure as to why she took lantus insulin at that time instead of novolog insulin. The patient mentioned that she thought the problem was with her infusion sites or set(s). The patient denied having any symptoms of hyperglycemia. The patient's husband reportedly assisted her with the placement of a new infusion set. After the infusion set was placed, a bolus dose of insulin was given via the new site to correct for a bg level of "435 mg/dl." The patient was advised to check her bg level an hour later. The animas representative involved in this contact noted that the patient had appeared to have disconnected herself for an extended period of time. It is unknown as to why the patient might have disconnected herself for an extended period of time and what date/time she had disconnected herself for the extended time. It is also unknown what date/time the patient's elevated bg levels began. The animas representative advised the patient to consult with her health care provider to verify use of the pump. The patient mentioned that she was trained in her doctor's office and by his staff. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized for an unspecified reason and she was having trouble with elevated bg levels. It is unclear however if there is an allegation that the pump contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.